Event description:
It was reported by the affiliate that (1) atb45 device and two reloads were used during a lung lobectomy. It was reported that the device cut but did not apply the staples. The device was reloaded twice without success. Then the surgeon had to perform a thoracotomy in order to complete the suture and stop the bleeding.